Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024 within 3 hours of insertion.the insertion site was abdomen.the blood glucose level was 390 mg/dl at the time of event therefore, the patient was treated with correction injection via multiple daily injections.patient replaced supplies as necessary and resumed insulin. No further information was available.